Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging his onetouch verioiq meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first began. The patient reported taking a combination of medications including novolog, 4 units, 30 minutes after a meal, metformin 1000mg and glyburide 4mg. The patient reported taking his medications as usual on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on an unknown date and time, he went to the doctor¿s office and his medications were changed to include novolog flexpen 4 units after a meal. At the time of troubleshooting, the cca reviewed the auto shut off behavior with the patient and the issue remained unresolved. The cca confirmed it was not the first time the meter had been used and there was no misuse of the meter. The battery did not need to be recharged. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment above the patient¿s usual diabetes management routine that indicates a serious injury occurred. However this complaint is being reported because the alleged issue was unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.